Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had alarmed unexpected restart error during normal use. Blood glucose level at the time of the incident was unknown. Customer's wife states that her husband went to the gym and took off the pump. When he got home, he received the error alarm. They tried resetting the pump but it was only giving a constant tone and the display went blank. Troubleshooting was performed but did not resolve the issue. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display, unexpected alarm and audio/beep anomaly noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.